Event description:
The initial reporter states that the bag sets were free flowing. They stated that the tubing was bent and they the device "kept running" due to this issue. Mmd followed up with the initial reporter. They stated that the patient had not had any adverse effects due to the complaint. No additional information was provided. (B)(4).

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR was completed and no non-conformances were found. When the device was returned to mmd for investigation, the in line occluder in the tubing was bent and did exhibit free flow behavior. During the investigation the bend in the in line occluder was corrected and the set was tested again, at which point it operated as expected and did not free flow. The cause of complaint appears to be mishandling of the device.

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR was completed and no non-conformance's were found. Because the device was not returned, mmd has been unable to investigate the complaint. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter states that the bag sets were free flowing. They stated that the tubing was bent and the device "kept running" due to this issue. Mmd followed up with the initial reporter. They stated that the patient had not had any adverse effects due to the complaint. No additional information was provided. (B)(4).